Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This is for the right side.

Event description:
Healthcare professional reported rupture. Device has been explanted. This is for the right side.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: crease fold observed. Deformation observed. Wear abrasion observed. Brown particles observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. Device has been explanted. This is for the right side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: not observed openings. No additional observations are performed. No further actions are required as no manufacturing issues are observed.